Event description:
It was reported, the connectors on the endoscope reprocessor were damaged and could not be connected. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service (fse) has been dispatched to the facility. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h4, and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be specified. However, it was presumed that aging deterioration occurred by being hit with a hard object or by accumulating loose stress, which led to breakage of the connectors. The event can be prevented by following the instructions for use which state: "chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning]. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.". Olympus will continue to monitor field performance for this device.